Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4: this is the second of two reports for the same consumer involving two different lot numbers of the same product which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
An initially reported by physician stating that consumer experienced burning, discharge and redness in the eyes after wearing the contact lenses. The consumer was diagnosed with marginal ulcers bilateral and treated with unspecified medication. The product was discontinued, and the consumer was switched to another brand. Additional follow up received with medical records from physician stating that the consumer sought hospital visit with the chief complaint of redness in left eye (os) is more than right eye (od), scratchy in the os. Additionally, consumer stated rinsed eyes with saline as recommended by primary care physician and symptoms were improved slightly. On the day of visit symptoms were worse, physician said might the consumer had taken a nap while wearing contact lenses. Biomicroscope tests on cornea confirmed epithelial ulceration marginal on both eyes (ou). The consumer was treated with moxifloxacin hcl 0.5 percent one drop on ou for every two hours for two days following four times a day on next day for ou. The consumer was advised to visit for next follow up. The current condition of the consumer¿s eye is symptoms resolved. Additional info has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Field updated. The complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no trend could be identified. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.